Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated to 10/10/2024. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the hub of the xience skypoint stent printed information is difficult to see. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, there was no indication of incorrect information on the device, no adverse event or a specific device failure was reported. This event is to capture a general suggestion / product feedback from the physician. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. There are currently no changes planned for the xience skypoint hub; however, feedback was provided to the research and development (r&d) team at abbott vascular clonmel. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.